Event description:
A pt treated under a clinical study protocol for medically inoperable lung cancer experienced an upper respiratory infection six months after treatment; this info was reported at the pt's one year follow up appointment. This adverse event is considered within the range of a known risk of treating such a tumor in this location and is not attributed to any abnormal function or malfunction of the cyberknife system. As of (B) (6) 2009, the pt's pneumonia had resolved.

Manufacturer narrative:
Na